Event description:
It was reported occlusion alarms occurred. Reportedly, the customer did not perform the air removal step. There was no adverse impact to the customer¿s blood glucose level. Customer reset the pump on own and changed pump supplies to address issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.